Manufacturer narrative:
Follow-up #1 date of submission 05/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no reboots to support power loss. The battery cap secured properly to the pump, and a power loss was not observed. No damage was found to the battery compartment or cap. The returned battery cap was used to exercise the pump for 24 hours with no power interruptions. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump rebooted without user intervention. The battery compartment threads were also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.